Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The display reportedly was scratched and unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. The display lens was found to be damaged/scratched, there was no damage found to the display screen. Unrelated to the complaint, the text on the display screen was found to be dim, faded and pink. Also unrelated to the complaint, the battery compartment was found to be cracked at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.